Manufacturer narrative:
Correction:b.1.updated to adverse event <(>&<)> product problem medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during extracorporeal circulation (ecc) in an coronary artery bypass grafting procedure, there was a sudden increase in the resistance of the oxygenator membrane associated with the fusion oxygenator. The procedure lasted 2 hours and 20 minutes. The membrane pressure gradient reached 350mmhg, and perfusion flows were halved, with the actual flow measured at 2l compared to the expected 5.5 l for a patient with a body surface area of 2.2 m². The event occurred 18 minutes after the start of extracorporeal circulation during the cooling phase, at a patient temperature of 34°c. Hemoglobin was measured at 11. Corrective maneuvers included aggressive hemodilution with 2000cc balanced solution, rewarming to normothermia at 37°c, and administration of 4cc antiarrhythmic. The use of the device was unspecified. There was no adverse patient effect associated with this event. Medtronic received additional information that priming was done with balanced ph 7.4 mono and 1cc of heparin (5000 u.I.). Balanced solution (2000 cc) and adenosine (4cc) were administered through the sampling ramp of the oxygenating kit. It was stated that the 2000cc of solution was from the priming line. The patient was undergoing propofol and remifentanil in target-controlled infusion (tci) with administration to the effect site according to the anesthesia protocols.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. The unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing. The testing was conducted at a 1:1 ratio (7lpm blood gas flows) the results are as follows: ¿ 240 mmhg blood side pressure drop reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdr code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.